Manufacturer narrative:
Film evaluation results are: a review of a pre-implant 3d film report revealed that the patient had a 6.2cm max diameter taa located in the arch, 26mm caudal from the origin of the lsa. Two (2) cm¿s proximal to the lsa, the thoracic diameter at the lcca was 40 x 44mm. The aortic diameter at the lsa was 39 x 42mm, and just proximal to the taa was 39 x 42mm. The distal seal diameter was 42 ¿ 38mm, and was 4cm in length to the celiac artery. The arch and descending thoracic were moderately angulated, with no calcification seen. The patient also had a previously implanted aaa stent graft system (other manufacturer¿s device). Review of several still angio images during implant revealed that a valiant device was implanted with the proximal bare springs just overlapping the lsa. Several images showed that an additional valiant had been implanted ~3cm proximal to the 1st device, and appeared to be partially covering the origin of the lcca, which was patent. Another image along the descending thoracic confirmed that the two valiant stent grafts were overlapping by approximately 3 ¿ 4cm¿s; the overlap was located within the straight portion of the descending thoracic. No clear endoleak was seen, the stent grafts were patent, and no other issues were observed. The exact cause of the low placement leading to the proximal type I endoleak could not be determined from the films provided. The complete angio images during implant, including images during ballooning, were not available for review. It is possible that this occurred during inflation and removal of the balloon, along with wind socking of the stent graft during systole. The cause of the proximal edge of the graft moving proximally partially covering the lcc during implant also could not be determined. The reported blood loss at the femoral access was procedure/anatomy related.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter thoracic aortic aneurysm. It was reported that the valiant 46x46x200 was implanted proximally, distal to the lcc ostia as planned. The physician modeled the valiant with a reliant balloon and during the modelling the balloon "grabbed" the stent graft during inflation wind socking the stent graft during systole, resulting in the stent graft moving distally with a proximal type I endoleak. It was reported that the stent graft was deployed. During the implantation of the valiant 46x46x100 proximal to the valiant 46x46x200 the bare stents were released after deployment of the first three stents which at that time placed the fabric exactly as planned distal to the lcc ostia. Upon completion of the stent graft deployment, as the distal portion of the graft was deployed, the proximal edge of the graft moved proximally partially covering the lcc. An ultrasound of the left and right carotid arteries was completed and the ultrasono grapher, and the physician determined there was no clinical need for further intervention. The proximal type I endoleak was resolved. The distal valiant 46x46x200 stent graft was implanted with an overlap of approximately 8cm with the distal minimum overlap marker approximately 2 stents above the distal edge of the proximal device. Deployment was accurate distal but the overlap was reduced to approximately 30-40mm, there were no endoleaks and the physician will monitor the patient. It was reported that there was blood loss at the femoral access site. The physician stated that the cause of the blood loss was user technique. The physician stated an incision distal to the femoral incision to access the femoral artery should have been created, due to the severe angulation that was required to access the artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.